Manufacturer narrative:
Per the hemo support technician's investigation, high replication times were noted on the server for the stations which resolved on its own within an hour. No further information was provided. Per hemo-6373, v10 user manual p. 55 "the color of the icon indicates the status of communication between the client and server. Red indicates communication between the client and server. If this icon is grayed-out, communication between the client and server has been interrupted. When this icon turns gray, a message will appear on the screen. While this icon is grayed-out, do not run any of the external applications in the application bar. When the client is offline from the server, and the workstation is an always connected workstation, work can be done in local mode. Workstations synchronize with the server automatically when a stable connection is restored. If work had been done on more than one workstation in the same folder, the study will recognize the workstation with the most recent timestamp. (See the operations chapter for a complete explanation of concurrent access.) Ony record stations are installed as always connected. When the client is offline from the server, and the workstation is a direct connect workstation, the application will close. No data entry will be allowed until the server connection is available and the user restarts the application."

Manufacturer narrative:
The customer's reported event is currently being investigated by merge healthcare. When more information becomes available, a supplemental report will be submitted.

Event description:
Merge hemodynamics monitors, measures, and records physiological data from a human patient undergoing a cardiac catheterization procedure. The system comprises the patient data module and the merge hemodynamics hemo monitor pc. The two units are connected via a serial interface. All vital parameters and evaluations are registered and calculated in the patient data module. This data is then transmitted to the merge hemodynamics hemo monitor pc via the serial interface. All data can be shown and monitored on the merge hemodynamics hemo monitor pc. On (B)(6) 2017, a customer reported to merge healthcare that users were not able to log into the record station client pc in their interventional radiology (ir) lab. Additional information received from the customer on (B)(6) 2017 indicated that due to the log in issue, alternative monitoring was used in addition to manual recording while a patient was on the table. With merge hemo not capturing physiological data, there is a potential for delay in treatment that could cause harm to the patient. (B)(4).